Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the inner capsule and the outer capsule on the btt (blunt tip trocar) short port ruptured in the pt's leg with only 10 cc of air. They removed the pieces of the balloon from the leg, but continued the case because the inner balloon was still intact. When the inner balloon ruptured, the balloon stayed intact. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot and it was found that there were no non-conformities which could have contributed to the reported failure mode. (B)(4).